Event description:
It was reported that the head end controls were not functional. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported the head end controls were not functional. Supplemental report submitted because the investigation concluded that the head end plate controls for the bed motion were missing from the unit . Based on the purchase order for the bed, the unit was not ordered to come with the head end controls option.

Event description:
It was reported that the head end controls were not functional. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.